Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip and scratches on reservoir tube window. No skin sticker cover received with unit; unable to verify skin sticker anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was calling back after letting the insulin pump rest for two hours. The customer had previously called because the insulin pump was making a constant high pitch tone when the backlight was on. The new battery did not restore normal insulin pump function. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.